Event description:
Boston scientific received information that the patient implanted with this pacemakerpresented at the hospital for loss of capture and heartrate in the 30's, no underlying rhythm. The field representative was unable to reproduce noise with pocket manipulation or isometrics. Boston scientific technical services (ts) reviewed electrocardiogram report and noted noise on the right ventricular (rv) lead which appears to be oversensing of t-waves. There were pauses in pacing as long as five seconds.the lead was surgically abandoned and the device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.